Event description:
It was reported that the handpiece began overheating during a wisdom tooth extraction. The procedure was successfully completed with another device. No adverse consequences were reported as a result of this event.

Manufacturer narrative:
The handpiece was received at the manufacturer for eval, but based on the initial investigation details the reported condition of the device overheating during usage could not be duplicated. Service will complete any necessary repairs and return the device to the customer. A f/u report will be submitted if the final results of the quality investigation require one.